Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and high capture threshold. A partial lead (only the connector portion) was returned in one piece. The helix mechanism/extension length test was unable to be performed due to the condition of the received lead. The reported event of high capture threshold was not confirmed. Electrical testing did not indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received noted that the right ventricular lead was explanted at an unknown date. Further information was requested but not received.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08530. It was reported that an asymptomatic patient presented to a follow-up in clinic with inappropriate ventricular capture by the atrial lead. Physician suspected lead dislodgement, so an x-ray was performed. X-ray results revealed both atrial and right ventricular leads were dislodged. Both leads were repositioned on (B)(6) 2020. Physician noted right ventricular lead exhibited lack of lead slack and increased capture threshold during the procedure. Patient is suspected to have twiddled the devices. Patient condition after the procedure was stable.